Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss of over one hour occurred for transmitter with serial number (B)(4). Data was provided for investigation. The problem was confirmed for transmitter with (B)(4). The probable cause was determined to be transmitter timer not advancing.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.